Event description:
The user facility reported that a portion of the outer layer of two separate guidewires had been damaged during use in the same procedure. The reporter indicated that difficulty was noted while crossing the iliac bifurcation, then again, while attempting to advance the guidewires down the contra-lateral limb and during removal. Upon removal, both wires were noted to have damage to the urethane coating that partially exposed the core wire. Reportedly, the procedure was completed successfully using a third guidewire of the same type and there were no pt complications.

Manufacturer narrative:
Results and conclusions: based upon evaluation of user facility info and the returned sample. Visual examination of the returned samples confirmed that a portion of the polyurethane coating had been damaged partially exposing the core wire. Follow-up communication with the user indicated that hard calcium rich plaques in the pt's vessels may have caused the observed damage to the guidewires. A review of the device history record indicated that there were no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause cannot be definitively determined, the appearance of the returned sample is consistent with damage to the coating due to the device coming in contact with a rough metallic material or other hard, sharp surface during manipulation. The device labeling states in the warnings / precautions section of the instructions-for-use that inappropriate manipulation of the glidewire under certain conditions (e.g. In conjunction with devices which contain metal parts) "may result in destruction and/or separation of the outer polyurethane coating requiring retrieval." In addition, the IFU states, "when using a drug or a device concurrently with the glidewire, the operator should have a full understanding of the properties/characteristics of the drug or device, so as to avoid damage to the glidewire." All available info has been forwarded to the manufacturing facility for appropriate tracking, trending, and follow-up.